Event description:
It was reported that the device was found to be at end of life (eol). The elective replacement indicator (eri) due to battery impedance increase was suspected. It was confirmed on follow-up that the device entered eri prematurely due to increased battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.